Event description:
It was reported to philips that the system was unable to perform cine intermittently. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis coronary procedure. The user had to do fluro save and after switching the fluro from low to normal the cine function was recovered. It was reported to philips that system was unable to perform cine intermittently. Review of the log files shows error message tube current out of range, indicating tube error. Upon troubleshooting, the philips field service engineer (fse) went onsite, checked the system and found the same issue, replaced the hivo (high voltage) tank but issue persists. To resolve the issue, fse replaced x-ray tube and performed generator calibration. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.